Manufacturer narrative:
E1: reporter facility name: (B)(6). H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a ¿no disposable clamp tubing alarm.¿ per reporter, the device had a reservoir volume: 211.2 ml, rate: 2.6ml/hour, given: 59.60 ml. Settings were reviewed but the alarm returned. Troubleshooting was performed and the display read run and medication delivery confirmed prior to ending call. The alarm returned with medication delivery. The device was restarted again and waited for medication to deliver for 90 seconds; however, intermittent beeps were heard, and the screen read run, but medication did not deliver. The device was stopped, and the caller was advised to contact the clinic for device replacement. The event occurred at the patients¿ home and was operated by a health professional. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.